Event description:
It was reported the pt experienced discomfort, soreness, and a tugging sensation at the ipg site. X-rays did not reveal any anomalies. Surgical intervention was undertaken on (B)(6) 2013 and the pt's ipg was relocated.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.